Manufacturer narrative:
Case canceled; no service provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor issue resulted in no display/image during use on a azurion 5m20. The clinical use of the system was unknown. There was no reported patient or user harm.